Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that when the support protection wire/tip mandrel was removed with difficulty from the 6x80 mm absolute pro self expanding stent system (sess), the stent became exposed and flowered. There was no device use or patient involvement. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported difficult to remove was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during support protection wire/tip mandrel removal the tip of the device was inadvertently pulled as well; thus resulting in the reported difficult to remove-tip mandrel and ultimately resulting in the reported stent premature activation. Inadvertent mishandling resulted in the noted wrinkled sheath likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.